Event description:
On 18th march 2025, it was reported by an arthrex employee via email that for an ar-1927psf-45, 4.5 mm peek corkscrew® ft suture anchor with one # 2 fiberwire® and one # 2 tigerwire®, the anchor broke during insertion. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927psf-45, there was no patient harm and no secondary procedure was needed. Ar-1927ptb-45 was used to prepare the bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1927psf-45 suture anchor, peek corkscrew ft batch 15251758, was received for investigation. Functional testing was not conducted because the device anchor was broken. Visual evaluation revealed that the anchor had lost part of its shape due to the breakage. Further evaluation of the anchor piece noted warping and bending on the threads. The most likely cause(s) of the reported failure are user error, including misalignment of the insertion and improper bone preparation.

Manufacturer narrative:
Correction: d2a, d2b.